Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-28860 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two events of infusion set tubing detached from connector on (B)(6)2024 respectively. The infusion set had been used for 2 days. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.